Manufacturer narrative:
(B)(4). Q core medical ltd (MFR) is reporting on behalf of hospira.

Event description:
The event was reported by a customer from canada: "customer chum pav notre dame received power cord that is detached. The part was unglued. Was there a prime performed: no. Delay in therapy: no. Need for medical intervention: no. Human harm: no."